Event description:
It was reported, the patient experienced a fall and felt a change in stimulation after the incident. The sjm representative reported inappropriate upper thigh to lower leg stimulation when the patient was sitting upright and in the prone position. X-rays did not reveal any anomalies. The patient's pain management physician will consult with the surgeon regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.